Manufacturer narrative:
(B)(4). Information unavailable. Additional information provided: on which firing(s) did this event occur (1st, 2nd, 3rd., etc)? 1st. What color cartridge (white/blue/green) was used (tx only)? Blue. Where in the green zone was the device fired? (Tl only)? Na. Was buttressing material utilized? No. If so, which product? Were any difficulties encountered when closing on the tissue? Asku. Was the tissue pin in place prior to firing? Asku. Was the instrument fired across or near an existing staple line or clip? Asku. Was another stapling device used during this surgical procedure? (I.e., cdh, ntlc, tlc, etc.) Asku. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? Malformed medial aspect of the staple line. Was proximal and distal control maintained on the tissue during the firing sequence? Asku. Was the staple line inspected for integrity prior to transecting the tissue? Asku. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Was a leak test completed? No. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Asku. Was the firing to close a side by side anastomosis? Yes. What were the patient's pre-op diagnosis and/or pre-existing conditions that could have impacted the patient's health/surgical outcome? Asku. Was there a recent conversion to ees devices in this account or with this surgeon? No. Is a pathology specimen available? Asku. Where was the location of the malformed staples? -middle of the staple line. Were the staple legs unformed or did they have irregular shapes? Asku.

Event description:
It was reported that during a stricture of the small bowel procedure the surgeon observed a leak due to a hole in the staple line and malformed staples in the medial area. The case was completed using sutures. The patient was stable. The device was discarded.